Event description:
The patient reported that the prime volume was larger than expected. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: during evaluation the pump emitted a 'no cartridge detected' warning. The force sensor was found to be out of calibration. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: during evaluation the pump emitted a 'no cartridge detected' warning. The force sensor was found to be out of calibration. Contamination was observed on the force sensor; 2531779-03/24/2010-003-r.